Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away. The cause of peritonitis was not reported. On the same day as the onset, the patient was hospitalized for the event of peritonitis. On an unreported date, the patient began unspecified treatment for the event of peritonitis. On an unreported date, the dianeal therapies were drug discontinued. Nine days after the onset of peritonitis, the patient passed away. The cause of death was not reported; however, the patient had not yet recovered from the peritonitis event at the time of death. It was not reported if an autopsy was performed. No additional information is available.